Event description:
It was reported that a device was used during a laparoscopic low anterior resection. The surgeon could not fire the device. Case was completed with another device. There were no consequences to the patient.